Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge did not fit onto the pump. Another cartridge was used to resolve the issue. Customer's blood glucose level was within range (value not provided).